Event description:
Reporter alleged blood glucose device read 339 mg/dl and took oral diabetes medication afterwards, however, had a headache and was dizzy. It was reported customer went to the hospital at 10 am which measured 65 mg/dl where was given a "sugar" IV and admitted for observation. A request was made for the return of the suspect device and replacement product was sent.